Event description:
The patient stated that her infusion device was beeping and "3.0177" was displayed on the screen. She stated that power pack had been in use for 4 weeks. She stated that she was aware of the recall and she knew she should change the power pack every 2 weeks. The patient was instructed to insert a new power pack and her device operated properly. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.